Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 17f sheath and the evar procedure was completed. Reportedly post procedure, when the second prostyle suture was pulled, the knot was untied, and the suture came out. The first prostyle suture captured the vessel without issue. The guide wire also came out and since the one prostyle suture was not enough, manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported suture was pulled, the knot was untied, and the suture came out may include, but are not limited to, manufacturing, (incorrectly tied knot), user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.